Event description:
It was reported that during a follow up in clinic, myopotential oversensing resulting in pacing inhibition was noted on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.